Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During evaluation of the device to determine root cause, the technician observed impact damage to the display consistent with mis-handling. The lcd display was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display was not legible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.